Event description:
The customer indicated that they observed droplets of fluid on the foil of gel cards that had been processed on the ortho provue analyzer. Fluid on top of the gel card foil can lead to carry over and / or cross contamination, which can lead to erroneous test results and transfusion of incompatible blood. Erroneous test results were not report.

Manufacturer narrative:
The customer performed routine maintenance and returned the analyzer to expected operation. Repairs were not required. This customer has not logged any similar incidents since this incident.